Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited far r oversensing which resulted in inappropriate mode switch. Programming changes were discussed but not made. No patient's symptoms reported.